Manufacturer narrative:
The insulin pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer's mother reported via phone call that the insulin pump was damaged. The customer's blood glucose was unknown. The customer's mother reported that the lip of the reservoir compartment was cracked and reservoir was falling out due to cracks in the pump. The insulin pump was returned for analysis.